Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, there is no signal output to the nim console. The user confirmed that the console unit appeared functional, but fail to produce or display any monitoring signal in wired mode. User confirmed that the patient interface cables were properly connected to the console, and no other connection issues were observed. The same console unit was then used with a different patient interface unit to complete the procedure. There was no patient impact.